Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The issue has not been reproduced during on-site visit. The ventilator passed all functional and safety tests and was cleared for clinical use. Flow through expiratory tube alarm was observed in provided logs. According to information provided by technician this alarm was related with troubleshooting. The event log did not confirm occurrence of any other clinical alarms, and there are no technical error codes to indicate a malfunction of ventilator. The cause of the reported issue has not been determined.

Event description:
It was reported that the ventilator had flow lower than set during high flow nasal cannula mode. There was no patient harm. Manufacturer's ref. #: (B)(4).